Event description:
The customer biomedical engineer (biomed) stated that the clinical staff had an asystole alarm for six minutes, however, the system didn't show there was a asystole alarm. The device was in use on a patient. There was no report of patient or user harm.